Event description:
It was reported during setup with an ak 96 machine. A water leakage was noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by a qualified technician. During visual inspection, the qualified technician observed that the bicarbonate connector was worn out and the blood pump door was loosened. To resolve the issues, the qualified technician replaced the male blue connector and blood pump door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.